Event description:
It was reported that the patient's implantable pulse generator (ipg) incision site had opened and was bleeding due to a fall. The patient went to the emergency room (ER) and was doing well upon follow-up. No further intervention needed at this time.